Event description:
It was reported that medfusion pump displays failed forced sensor calibration. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received via email and attached in the complaint: event did not occur while in use by patient. Found during testing. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a crack on right plunger case and battery door. The customer stated problem was duplicated. Normal wear, pump was over 15 years old. Replaced force sensor and upgraded device software. The cause of the reported problem was traced to the components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.